Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) after two months of use due to pump malfunction. The device still remains in service. No further complications were reported to relation to this event. The product was not explanted. Should additional information be received on product explantation, a supplemental report will be filed.

Event description:
It was reported that the patient was unable to inflate his inflatable peniel prosthesis (ipp) device after two months of use due to a pump malfunction. The ipp device was later removed and a new tactra penile prosthesis device was implanted.

Manufacturer narrative:
Additional information provided in: a2 (age at time of event), a2 (unit of measure - age), a3 (sex), b1 (adverse event/product problem), b2 (outcomes attributed to adverse event), b5 (describe event or problem), d6b (explant date), and h6 (impact codes). Correction provided in: h6 (device codes).